Manufacturer narrative:
Concomitant medical product: product ID 39565-30 lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2020 product type lead analysis of the lead has not yet begun. A follow up report will be submitted once analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The lead was removed and returned for analysis.

Manufacturer narrative:
Continuation of d11: product ID 39565-30 lot# serial# (B)(6) implanted: (B)(6)2008 explanted: (B)(6)2020 product h3. Analysis identified environmentally assisted degradation of the insulation at the proximal end of the lead. Type lead product ID 3708140 lot# serial# (B)(6) implanted: (B)(6)2008 explanted: (B)(6)2020 h3. Analysis identified the conductor was broken 0.9 cm from the distal end. Product type extension product ID 3708140 lot# serial# (B)(6) implanted: (B)(6)2008 explanted: (B)(6)2020 product type extension product ID 3550-39 lot# unknown product type accessory product ID 3550-39 lot# unknown product type accessory h6. Evaluation result code 3233 does not apply. Evaluation method code 4118 does not apply. Evaluation conclusion code 67 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient met with their neurologist and had a CT scan. The CT scan report showed that there was scarring and/or plaques.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the burning and jolting has been resolved, and the issue with the patient's stimulation not working properly has been resolved. The charging issue is unknown if it has been resolved since the rep has not heard from the patient. No further information was reported.

Manufacturer narrative:
Other relevant device(s) are: product ID :39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for spinal pain. It was reported that the patient had an MRI during the week prior to the report and while being in the scan, the patient felt a burning and jolting sensation on his mid back where the lead/extension junction site. The rep indicated that since this happened, the patient¿s stimulation had not been working properly; group a did not work at all and group b worked a little. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) for a follow-up appointment. On (B)(6) 2019, the rep reported that the impedance test values were between 670-730 ohms. The patient still felt like the stimulation was different following the MRI. The rep stated that she made programming changes and that seemed to help. It was also reported that the patient felt like charging was taking longer also following the MRI, specifically it was slower to start the recharging session. The recharging diary showed a session duration of 45 minutes with fair coupling and the battery charged from 10%-30%. The previous session showed that the battery charged from 40-70% for 30 minutes with excellent connection. All of the other sessions were excellent with two good connections. The patient reported keeping the screen active initially and the rep thought that might be a result. There was no information about the type of scan or the information for the MRI center and the rep would notify the hcp of the status of the reprogramming. There were no further complications reported or anticipated.